Manufacturer narrative:
Additional information h10: a review of the service history revealed the device had been serviced for a similar symptom. Evaluation did not observe any symptom or potential cause of the issue and determined that no correction was required. All required service actions were completed in the last service cycle.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported powered off without user input which was not reproduced. A review of the event history log (ehl) identified multiple improper shutdown messages. The allegation will not be verified based on the ehl presence alone as "improper shutdown" may result from normal use of the pump. Evaluation inspected the device and utilized a known good battery with the customer supplied alternating current power adapter and found the pump to power up. Evaluation determined that no correction is necessary at this time to address the allegations. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off with out user input. There was no patient involvement. No additional information is available.